Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. Additional information regarding the causes of the strokes, extension of dissection, renal failure, and death were not provided to gore.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent urgent treatment of a symptomatic acute dissection involving mesenteric ischemia and extending from zones 3 to 5. A conformable gore® tag® thoracic endoprosthesis (tgu373710/unk) was reportedly implanted in zone 3. The device was reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 3. There was no report of any bypass procedures being performed during the implant procedure. Post-operatively after the implant procedure, the patient experienced a left vertebrobasilar ischemic stroke, reportedly resulting in moderate disability. It was reported the patient required some assistance, but was able to walk unassisted. On an unknown date approximately 30 days post-operatively, the patient experienced a bilateral ischemic stroke with renal ischemia. It was reported the patient was treated with medication. Imaging reportedly indicated there was persistent perfusion of the primary entry tear in zone 3. On an unknown date approximately one year post-operatively in 2016, imaging identified proximal extension of the dissection into zone 2 with 4 mm aortic expansion. There was no reported endoleak. On an unknown date approximately one year post-operatively in 2016, the patient expired reportedly due to renal failure associated with the aortic dissection. Additional event details are not available.